Event description:
The patient suffered paralysis for about a month. An MRI was done. The pump was interrogated one day after the MRI and a motor stall was noted in the event logs with no motor stall recovery recorded. The patient was not symptomatic and denied any problems at the time. The patient remained hospitalized. The pump and catheter were replaced; the surgeon felt the age of the pump was indicative for a replacement if the pocket was going to be opened for a new catheter. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.